Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the left main. Approximately 21 months post index procedure patient death occurred. Cause of death is unknown. It is unknown if patient death was related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death). (B)(4).